Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. The insulin pump was received with keypad overlay peeling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the numbers are ramping on their own. Customer¿s blood glucose was 120 mg/dl at the time of incident. Customer states the scroll bar is moving with no input. The insulin pump will be returned for analysis.